Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the inaccuracy issue began on (B)(6) 2016 at 11:45pm when she allegedly obtained a blood glucose result of 108mg/dl which she felt was low compared to her feelings and/or usual results. The patient manages her diabetes using insulin (self-adjuster) and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient denied experiencing any symptoms. The patient was reportedly treated in the emergency room (ER) on (B)(6) 2016 at 12:05am where her blood glucose was measured using an ER/hospital meter with a reading of 450mg/dl. The patient stated that she received non-hcp treatment of 3 units of humalog insulin at 12:15am in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and the test strips were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury and received treatment in the ER for an acute blood glucose excursion after the alleged meter issue began.